Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the issue arose in (B)(6) of 2019. It was noted the short possibly occurred during surgery, but the cause was unknown. No measures were taken to correct the issue, but they were considering a revision surgery. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that there was an intermittent short in the patient's system between 1 and 2. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.